Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported by customer that the radical's backlight intensity was very low and brightness could not be adjusted. Masimo could not confirm if the customer was able to read the display. No known patient impact was reported.